Manufacturer narrative:
Continued e1 (B)(6). The events of lymphoma alcl suspected, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphoma alcl suspected, seroma and lymphadenopathy (device is non-allergan).

Event description:
Healthcare professional reported via regulatory agency right side significant periprosthetic effusion associated with inframammary adenopathy, significant inflammatory reaction and suspected device rupture diagnosed via ultrasound for another manufacturer's device. The effusion was aspirated and sent for histological evaulation which found elements compatible with analplastic large cell lymphoma (alcl). Pathological markers confirming alcl have not been received. The device has been explanted with a complete capsulectomy. This is for a non-allergan device.